Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause for the unrelieved pain was not able to be determined. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient had a catheter replacement due to increased pain. Although a dye study was performed and found no issue, the physician wanted to move forward with a catheter revision. The pump was reportedly functioning fine. The physician felt a new catheter would help the patient, and the patient is subsequently doing well following the revision.